Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient responded from follow up sent. Patient indicated movement confirmed but was within normal range. Surgery may not fix problem. Issue is not resolved and patient does not believe they will ever get relief of pain with device.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the during the trial, the patient received about 60% relief; with the ins, the best they received was about 20% relief. The patient's lead was a little low and they had a revision surgery in (B)(6) 2022. After a terribly long surgery to move the lead, it made absolutely no improvement. The patient reported that they didn't even bother charging. For two years they tried every settings combination possible and noted that it was never going to do what it was meant to do.

Manufacturer narrative:
Concomitant products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 23-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has not had any pain relief since implant. Pt said that the trial gave them 60-65% pain relief so they don't understand why they are not getting pain relief now. Pt said that they had an x-ray done of their leads in may and the surgeon said one of their leads had pulled down, but the lead is still within normal limits. Pt said that the surgeon said that surgery to move the lead would not resolve the issue with not getting any pain relief. Pt said that they have their settings extremely high, up to 3.5. Pt said that this makes their whole body shake when they have the settings this high, but they have to turn the settings up that high to feel any pain relief. Pt said that they have leg pain and the setting of 3.5 takes the leg pain away by distracting them with vibration in their legs. Pt said they wish they never got the implant. The patient was redirected to their healthcare provider to further address the issue. Pss also emailed reps for visibility. Pt said they see dr. (B)(6) at access pain management and their implanting doctor was dr. (B)(6).